Manufacturer narrative:
The condition of depleted battery alarm was confirmed through the event history due to depleted main batteries. The main batteries were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The root cause has been assigned to use/user error. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device utilizes user interface module master software version 6.13.92 categorized as remediated. No additional information is available.